Event description:
The echelon flex stapler psee60a was loaded with a green 60 load. Load contained no staples thus stapler did not fire. Stapler needed to be manually over ridden to get it to unlock from the bowel. No damage to the bowel was evident. A new stapler was opened, and the defective parts were removed from the field and placed with all packaging. Representative was notified of failure. Failed parts and packaging were taken to the control desk.